Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Add'l info was requested by fax and by mail on 02/22/2007. A completed questionnaire was received on 03/07/2007.

Event description:
A consumer called to report that, following bilateral intraocular lens implant surgeries, she is happy with her vision, but is experiencing glare at night. Follow-up info provided by the implanting surgeon indicates glare while driving at night was this pt's chief complaint prior to surgery and, postoperatively, the pt has expressed varying degrees of concern related to this problem. MDR# 1119421-2007-00089 -- right eye. MDR # 1119421-2007-00090 --left eye.